Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device booted to an error and its hard drive was therefore reconfigured. Analysis further noted that the electrocardiogram connector was loose and that the upper hinge plate was scuffed, and the link electronic module printed circuit board was replaced and calibrated and the upper hinge plate replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted to an error. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.